Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx drug eluting stent devices were being used to treat a severely calcified lesion in the left anterior descending (lad) artery. There was no damage noted to the device packaging. There were no issues removing the devices from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The inflation device remained on neutral pressure during delivery. It is reported that both stents dislodged during delivery to the lesion. The dislodged stents were not removed from the patient. Other stents were used to stabilise the dislodged stents in the artery. The patient died one day after the stents were implanted. There is no evidence of restenosis or thrombus. The patient was on dapt at the time of the eve nt.

Manufacturer narrative:
Additional information: the cause of death was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.